Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead slightly low values were displayed when it comes to the p wave during suture fixation. Thus, the helix was retracted and the position was changed, but the helix would not extend. The stylet was changed, and the helix of the ra was attempted to be implant without coming into contact with the myocardium, which allowed the helix to extend, but when in contact with the tissue the helix did not extend. The ra lead was removed and a new lead was implanted. The lead will be returned. It was noted that it was possible extend the helix at the initial placement and outside the body. No adverse patient effects were reported.